Event description:
The curved trocar that is supposed to be introduced through the access trocar would not track appropriately. The initial malfunctioning curved trocar was demonstrated on back table, not in the patient, where the plastic sheathing was sheared off. FDA safety report ID# (B)(4).